Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: one device was received for analysis. Service history review identified no previous repairs in the last 12 months. The initial customer problem was confirmed. During further investigation, a detached downstream occlusion (dso) seal was identified. The dso seal was replaced. A dso/uso sensor calibration was performed. The device then passed all tests after the repairs.

Event description:
The customer returned internal clock battery failed after 10-day charge, during device analysis, a detached downstream occlusion (dso) seal was identified. There was no patient involvement and patient harm.